Event description:
Allegedly, patient experienced pain in anterior side of knee. Liner was traded out, patella reinforced; partial revision for left side of knee.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.